Manufacturer narrative:
The customer provided information on 2 cushions of the same item number, but could not provide full details of the type of failure that occurred per cushion or which cushion he was using when the pressure injury worsened. Roho, inc. Has not seen medical records to confirm the status of the customer's pressure injury. The cushions have not been returned to roho, inc, so an evaluation cannot be performed. If additional information is provided, a follow-up report will be submitted.

Event description:
The cushion was losing air and not staying inflated. The customer stated he had an existing pressure injury that got worse due to the alleged failure of the cushion.